Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that he spoke to the customer and she stated she has had 7 or 8 hospitalizations in the past 2 years because of both low and highs blood glucose. The customer stated she has experienced diabetic ketoacidosis and has passed out in a coma. The customer also mentioned she experienced vomiting due to gastroparesis. Customer declined transfer to the helpline.